Event description:
The customer was admitted in the intensive care unit due to dka. The doctor reported that the customer has been without insulin for the past two-three days. Later, the customer's family member called back and stated that the alarm history shows an error alarm.